Event description:
Information received indicates not all of the casters are locking when the brake is applied.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the stretcher.